Event description:
The manufacturer recieved information related to a dreamstation 2 adv auto CPAP. The patient alleges device is not using water as it has before, dry burning sensation when breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.